Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged, during revision the lead helix would not retract for deploy. The lead was explanted and replaced. No additional information was available.